Event description:
Right knee effusion [joint effusion]. Pain in both knees [arthralgia]. Swelling both knees [joint swelling]. Swelling of lower legs and feet [oedema peripheral]. Case description: spontaneous report received on (B) (6) 2008 from a (B) (6) female consumer with a history of torn meniscus, torn meniscus surgery and arthritis, (B) (6), who experienced pain in both knees, swelling in both knees, swelling of lower legs and feet and right knee effusion after starting synvisc. The patient received injections of synvisc in both knees on (B) (6) 2008, (B) (6) 2008 and (B) (6) 2008. The patient experienced swelling and pain in both knees beginning the day after the third synvisc injection. On (B) (6) 2008, the physician removed 60ml of fluid from the patient's right knee and wrapped both knees very tight. The patient's lower legs and feet began swelling. On (B) (6) 2008, the knee wraps were removed from both knees and the right knee began to swell again. The patient was prescribed ibuprofen. The swelling and pain in her left knee resolved on (B) (6) 2008. On that date, the patient was examined by her primary care physician, who administered an steroid injection into her right knee. The patient's right knee remained swollen and painful. The patient felt the knee pain was due to the swelling. The patient was scheduled to see her primary care physician on (B) (6) 2008 to have her right knee drained and another steroid injection. At the time of this report, the outcome was unknown.

Manufacturer narrative:
The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.